Event description:
On (B)(6) 2010, patient reported air bubbles in her insulin cartridge. Patient stated she put a new insulin cartridge in her infusion device this evening and the insulin was at room temperature. Patient reported the cartridge did have air bubbles when she originally filled the cartridge, but she was able to prime them out. Patient was receiving assistance at that time. Patient reported she noticed 2 large air bubbles and small champagne size bubbles in the cartridge. She stated she tapped on the infusion device and tried to maneuver the air bubbles to the top of the cartridge, then primed the cartridge two times; was able to prime all the air bubbles out of the infusion device. Patient reported she reconnected and the infusion device is in the run mode. Advised patient to lubricate the inside of the insulin cartridge before filling with insulin. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.